Event description:
The customer reported to olympus that during preparation for use, the evis exera iii video system center was inspected and had no endoscopic image when using the 180-series scope. The error was not due to the maj-1430 spiral cable that was verified by the customer. The 190-series scope devices were working without problems. Only the endoscopic image was not available. Status messages were displayed according to the customer. Various 180-series scope devices were tried and worked on another tower. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation; however, the device was inspected on site, and it was found that the issue was due to a failure of the printed circuit board. The unit was dedusted and cleaned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board/patient board set could not be identified. Olympus will continue to monitor field performance for this device.